Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error. The customer¿s blood glucose level was unknown at the time of the incident. Customer got one yesterday and then one today. The customer was advised to replace out the pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit was received with high sleep current and alarmed failed self-test during self-test due to faulty electrical component on the radio frequency board. Unit passed the rewind, basic occlusion test, occlusion test, prime/ compromised force sensor system test, excessive no delivery test, unexpected restart error test and displacement test. Unit was received with minor scratched display window and case.